Event description:
Healthcare professional reported left side capsular contracture baker grade IV, old multilayer fibrous capsular. Multiple calcifications, yellow deposits plaques with severe deformity. Healthcare professional later reported defined deformation of the breast implants with multiple folds; severe pain and discomfort upon palpation in the area of the mammary glands, a fibrous capsule with calcifications and chronic inflammation. Device has been explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ deformation: observed ¿ calcification: not observed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease folding of implant: observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, old multilayer fibrous capsular. Multiple calcifications, yellow deposits plaques with severe deformity. Healthcare professional later reported defined deformation of the breast implants with multiple folds; severe pain and discomfort upon palpation in the area of the mammary glands, a fibrous capsule with calcifications and chronic inflammation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV, old multilayer fibrous capsular. Multiple calcifications, yellow deposits plaques with severe deformity. Healthcare professional later reported defined deformation of the breast implants with multiple folds; severe pain and discomfort upon palpation in the area of the mammary glands, a fibrous capsule with calcifications and chronic inflammation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b3.